Manufacturer narrative:
Lead: model 3889-28, lot# v589242, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).

Event description:
It was reported that the patient had an undefined surgery in october. Post operation, the patient felt stimulation from their implanted neurostimulator. Subsequently, the patient indicated that they "suddenly" lost their stimulation sensation. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was battery depletion, and the patient had no battery power after back surgery. An x-ray taken on (B)(6) showed that the neurostimulator (ins) was in place. The ins and lead were replaced with good results.